Event description:
The patient reported being able to feel the implantable cardioverter defibrillator (ICD) move around in their chest and being able to feel their leads which sometimes seem to be poking out. The patient has a right atrial (ra), right ventricular (rv) and left ventricular (lv) lead. The patient has not had the ICD checked in several years which was confirmed with the following physician. The ICD and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, (B)(6) 2011; 6935 implantable pacing lead, (B)(6) 2011. (B)(4).